Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low amplitude morphology measurements on the right ventricular (rv) channel. Review of device data indicated numerous premature ventricular contraction (pvc) counters. A non-sustained event was also noted in the device history with oversensing of erratic beats in both the right atrial and rv channel which was being marked as noise. Troubleshooting options were provided to the field and the crt-p remains in service. No adverse patient effects were reported.